Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
It was reported to philips that the heartstart mrx defibrillator charged to 150 j to shock a manikin then dumped the charge back into the device. The device reached the charge, but failed to discharge as the energy had dumped back into the device. There was no pt involvement.